Event description:
Champion af study. It was reported that a thrombus occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Prior to the procedure baseline transesophageal echocardiogram (tee) assessed mild evidence of a spontaneous echo contrast. On approximately (B)(6) 2022 it was reported the patient was not compliant with routine post implant drug regime of aspirin and clopidogrel. 99 days post implant procedure, (B)(6) 2022, during a routine follow up examination tee revealed a pedunculated, non mobile thrombus measuring 1 cm squared located on the atrial facing surface of the closure device. The patient began apixaban in response to the event. No patient complication were reported.

Event description:
Champion af study. It was reported that a thrombus occurred. On (B)(6) 2022 a left atrial appendage (laa) closure procedure was successfully performed using 24mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Prior to the procedure baseline transesophageal echocardiogram (tee) assessed mild evidence of a spontaneous echo contrast. On approximately (B)(6) 2022 it was reported the patient was not compliant with routine post implant drug regime of aspirin and clopidogrel. 99 days post implant procedure, (B)(6) 2022 during a routine follow up examination tee revealed a pedunculated, non mobile thrombus measuring 1 cm squared located on the atrial facing surface of the closure device. The patient began apixaban in response to the event. No patient complication were reported. It was further reported in (B)(6) 2022 a tee assessment showed the thrombus was no longer present on the surface of the closure device or in the left atrium.